Manufacturer narrative:
Most recently, this crt-d was returned to boston scientific. Normal pacing, sensing, and defibrillation therapy functions were verified during testing. It was confirmed that the lv seal plug and set screw were missing. Final laboratory analysis concluded the damage appeared to be induced. If new information would become available, this report will be further evaluated and updated. The investigation is considered closed at this time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) contributed to duration of patient's time on the operating table when the left ventricular (lv) seal plug became disattached from the device header. The implanting physician had been in the process of closing the pocket when a white gromett was noticed on the sterile field. There were no other reported patient symptoms beyond prolonged time in surgery. The local area sales representative confirmed there had been no product portion left in the patient.